Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. He012x9) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2023 she experienced reynold's syndrome ("about a year ago she started to feel and notice some side effects like auto immune diseases (eczema and reynaud disease)") and eczema ("about a year ago she started to feel and notice some side effects like auto immune diseases (eczema and reynaud disease)."). On unknown date she underwent medical device removal (seriousness criterion intervention required) scheduled in 2 weeks. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to reynold's syndrome, eczema or medical device removal. The reporter commented: caller requesting financial assistance to have her essure removed. Essure was place on (B)(6) 2017 and about a year ago she started to feel and notice some side effects like auto immune diseases (eczema and reynaud disease). With all the complications, her provider recommended to have the essure removed. Her surgery is scheduled in 2 weeks and her insurance would not pay for it. The most recent follow-up information incorporated above includes data received on: 09-jul-2024: initial via e2b imported as follow-up by crt. 09-jul-2024: patients contact details (email ID) added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no: he012x9) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2023, she experienced reynold's syndrome ("about a year ago she started to feel and notice some side effects like auto immune diseases (eczema and reynaud disease)") and eczema ("about a year ago she started to feel and notice some side effects like auto immune diseases (eczema and reynaud disease)."). On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (her surgery is scheduled in 2 weeks). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to reynold's syndrome, eczema or medical device removal. The reporter commented: caller requesting financial assistance to have her essure removed. Essure was place on (B)(6) 2017 and about a year ago she started to feel and notice some side effects like auto immune diseases (eczema and reynaud disease). With all the complications, her provider recommended to have the essure removed. Her surgery is scheduled in 2 weeks and her insurance would not pay for it. Batch no. He012x9, production date: 2016-07-28, expiration date:2019-07-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jul-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.